Manufacturer narrative:
Sample not returned to hollister so testing and evaluation could not be conducted. It is not known what, if any, part broke on the device. The lot number was not provided so a DHR review was not possible. A trend analysis was conducted for this product and no adverse trends observed. The root cause of the reported breakage cannot be determined.

Event description:
It was reported that a nurse noticed air leaking around a patient's et tube which was fastened in place with a hollister anchor fast oral et tube fastener. Upon closer look it was noticed that the anchor fast clamp had broken off of the anchor fast track. The et tube has slid out and the patient was breathing around the tube. The patient was moved to a high flow nasal cannula and remained extubated.